Manufacturer narrative:
Correction: describe event or problem annex b: b21. Annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a040502, a1006, a0401, a1801, a070504 annex b: b01 annex c: c0503, c11, c1604, c07, c0601, c02 annex d: d08, d15, d0302, d02 annex g: g02017, g04037, g02005, g02002, g04058 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of the device catching fire was not definitively confirmed through review of the logs or during device inspection. During external inspection, melting of the female iui connector housing was confirmed, however the investigation could not determine if fire also accompanied the melting of the plastic iui housing. The ¿as-received¿ inspection found the device to have the manufacturer seal intact. This indicates the device has not been previously opened after leaving bd production or san diego repair center. The iui was observed to have thermal damage on the first three (3) pins and on the inside of the casing, above the first two (2) pins. Dried housing plastic (black in appearance) was observed on the adjacent pins. White residue deposits (suspected to be corrosion) were noted on pins 13 and 15. Closer inspection of the iui was performed and it was observed that there were residue deposits on the inside, at the top of the iui casing, between pins 1, 2 and 3. Internal inspection of the pcu found the left (female) inter unit interface (iui) connector to have the plastic gasket burnt, the top of the iui casing exhibited signs of corrosion and residue from the burnt iui was found on the iui board, on the inside of the pcu. The internal components and cable connections were observed in good condition. The ¿as-received¿ system was turned on to observe for the presence of smoke and/or burning smell. A dchu pump module was attached. When the pcu was turned on, the pump module powered on and there were no signs of smoke or a burning smell coming from the unit. Resistance was measured between adjacent pins of the iui connectors to determine if a short was present. All pins measured infinite resistance, as expected of a good connector, except for pins 1 and 2 of the pcu¿s left iui, which measured approximately 35 ohms, indicating a short was present. A resistance of approximately 500 ohms was also measured between pins 1 and 3 and pins 2 and 3, indicating that the short extends to the third pin of the connector. The left iui connector was temporarily replaced with a known-good iui connector for testing purposes only, and the system passed all preventative maintenance tests. A one-hour infusion was also programmed at a rate of 100 ml/hr and no issues or anomalies were observed during the infusion. The device was operating as intended. A review of the suspect pcu error log showed (1) instance of error code 133.6090.5 (log only error) occurring at 6:29 pm on 04dec2025, one (1) instance of error code 120.4410.0 occurring at 6:30 pm, and one-hundred and seventy-eight (178) instances of error code 120.4370.5 (log only error) occurring between 6:30 pm and 7:12 pm. A previous investigation (pr 11350009), similar in nature to the current investigation, had a third-party consultant firm perform an analysis of the contamination on those iuis. White and green residue on the pins were found to be consistent with metal chloride corrosion products. It was found that the dried black residue was consistent with a nylon-based material, indicating this is thermally damaged nylon from the iui housing. Bd issued a voluntary recall (mms-203810 bd alaris system) to address specific cleaning practices as it relates to the bd alaris system which contain the following notifications related to cleaning: best practices for cleaning bd alaris¿ system devices bd alaris¿ system cleaning audit bd alaris¿ system cleaning checklist bd alaris¿ system iui inspection quick reference bd alaris¿ system with guardrails¿ suite mx user manual addendum jul2020 the bd alaris¿ system with guardrails¿ suite mx user manual v12.3 (dir: 10000365842) notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Best practices for cleaning bd alaris¿ system devices (dir 10000363928) provides procedures and information for cleaning and disinfecting the bd alaris¿ and alaris¿ systems. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported device catching fire was not definitively determined, however it is very likely that during the melting of the iui connector housing smoke was observed. The observed melting of the connector housing is being attributed to a thermal event caused by a short circuit, due to liquid accumulation, contamination, residue buildup, and/or corrosion between the iui pins. The exact nature of this residue accumulation could not be determined. This report lists imdrf annex a160106, a070504 ,c02, d02 , and g02002, g02033 codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had device caught on fire. There was no patient involvement. Through additional follow up received by the customer on (B)(6) 2026 it was reported the device has a small hole in the outer casing approximately two (2) to three (3) mm by one (1) mm. It was alleged the issue may have started internally near the right iui connector and handle, leaving a small char mark. The issue was discovered by the customer's sterile processing department while cleaning.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had device caught on fire. There was no patient involvement.